Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge did not fit onto the pump. Reportedly, the customer reused the cartridge. Tandem technical support educated the customer on cartridge labeling. The customer changed the cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.